Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to lead noise. The rv lead was found to have t-wave oversensing (twos) on non-sustained ventricular tachycardia (nsvt) and high rate episodes. The physician turned off rv therapy until the lead could be further evaluated. The lead was evaluated and tested to be working within normal limits. Rv therapy was turned back on with the alert parameters adjusted. A few months later, the patient was admitted to the emergency room due to inappropriate shock therapies by the rv lead for twos. The rv lead was reprogrammed again and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.